Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the lock has minimal rotational movement in its swivel lock assembly and a residue buildup is present. The internal parts were replaced to adjust the unit according to manufacturer specifications and to clean the skull clamp's swivel lock assembly. After completing the reassembly, including the adjustment, the skull clamp was subjected to a successful function test, and now meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit. The lock had minimal rotational movement in the swivel lock and a residue buildup was present, and the unit needed cleaning and replacement of worn components. The probable root cause is routine use and wear of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
This report is 2 of 3 and linked to mfg report numbers 3004608878-2025-00044 and 3004608878-2025-00050: a facility reported that the mayfield modified skull clamp (a1059) is mobile when it should not be - tightening problem. The issue was noted before surgery while the patient was under anesthesia. There was no patient injury and no increased surgery time.